Event description:
The customer reported that the patient had a syringe tubing for intralipids set up, and the nurse noticed it was leaking and broken at connection site. There is no information about whether the reported connection site is within the set or at a connection to another set, nor is there any information provided as to the location on the set, i.e. Proximal vs distal end. The nurse stopped the infusion and re-primed new tubing. There was no report of patient harm or medical intervention. Although requested, no further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.